Event description:
It was reported that during the implant procedure, the r-waves diminished after securing the lead to the muscle. The lead was subsequently repositioned, but the helix would no longer deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the helix was disengaged from helical channel. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.